Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 1.2 random cubies displayed errors. A field service engineer (fse) removed all pockets from main drawer 1.2, cleaned foil and debris from the tray liners, unseated and reseated the row board cable, cycled the trays, and replaced the retractor band on main drawer 1.2, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, es main drawer 1.2 had random cubies reported with errors. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.